Event description:
During a pulmonary vein isolation procedure, a farastar ablation generator was selected for use. During preparation, the console experienced a shutdown. Error 201 was also displayed; the device was restarted but system was still not functional. The patient was already sedated under local anesthesia. The procedure was cancelled due to the shutdown. The device is expected to be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter phone: (B)(6). Upon receipt at boston scientific's post market laboratory the returned printed circuit board was first visually inspected, and no abnormalities were found. The board was the electrically tested when found some of the pathways were shorted and one of the resisters did not fall within specification. When the board was placed in a known good console, they were able to boot the software and perform 5 test ablations with no issues. Based on all available information boston scientific determined the cause of the issue was a manufacturing deficiency due to the shorted resisters found on the returned board.

Event description:
During a pulmonary vein isolation procedure, a farastar ablation generator was selected for use. During preparation, the console experienced a shutdown. The device was restarted but system was still broken. The patient was already sedated under local anesthesia. The procedure was cancelled due to shutdown. A printed circuit board from the console was returned for analysis.